Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump was set to infuse sodium chloride at 150 ml/hour. It was indicated that an unspecified over infusion occurred and that no alarm from the pump was noted. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a,c,d and g codes.

Event description:
It was reported that the pump was set to infuse sodium chloride at 150 ml/hour. It was indicated that an unspecified over infusion occurred and that no alarm from the pump was noted. There was patient involvement but no harm. A copy of a medwatch form was received which states, "infusion pump unexpectedly infused approximately 750 milliliters of solution over a 75-minute period, despite being programmed to administer 150ml/hour per report from pump user, the pump never sounded an alarm pump programming upon initiation was reviewed and determined to be correct." The received medwatch form does not have a regulatory reporting number.

Event description:
It was reported that the pump was set to infuse sodium chloride at 150 ml/hour. It was indicated that an unspecified over infusion occurred and that no alarm from the pump was noted. There was patient involvement but no harm. A copy of a medwatch form was received which states, "infusion pump unexpectedly infused approximately 750 milliliters of solution over a 75-minute period, despite being programmed to administer 150ml/hour per report from pump user, the pump never sounded an alarm pump programming upon initiation was reviewed and determined to be correct." The received medwatch form does not have a regulatory reporting number.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.